Event description:
The customer contacted abbott regarding failed calibrations for the axsym rubella igg assay, where error code 1111 (calibration check failure, m-cal 1, response too large) was generated. The customer's instrument maintenance was reviewed and the customer was advised to decontaminate bulk solution line 1, clean the optics and recalibrate. After the customer performed the recommended maintenance, a successful rubella calibration was achieved. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.